Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage was returned within the inner pouch, a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end appeared not to be opened due to the damaged braid. The proximal end of the braid was found open and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the braid's distal end was not opened due to damaged braid. The cause could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. However, the customer reported moderate vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open the issue. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline stent failed to open in the distal section. They started to open the device distal to the planned landing zone. The device opened as expected, the pulled the device to bring it to the landing zone , but they were to close to the aneurysm. So, he wanted to resheat and reposition. During this process it came up, that the sofia was not stable enough. It now took time to do all the necessary manoeuvre and manipulations (15-20 min he thinks). The phenom was flushed continiously. When he wanted to open the device again, it didn´t open properly. The thought is was stuck by fibrin. He resheated and unsheated again, then he removed the product and used another product. Here all went fine. The pipeline was positioned in a bend. The pipeline was stuck in the capture coil. Less than 50% had been depolyed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed ad removed from the patient with the microcatheter. The devices were prepared according to the instrucitons for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery (ica). The max diameter was 4.7mm. Vessel tortuosity was moderate. Dual antiplatelet treatmetn was administered. No patient symptoms or complicatiopns were reported. Ancillary devices: sheath, sofia guide catheter, phenom28 microcatheter, synchro guidewire

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.